Manufacturer narrative:
H6: code-213: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
The delivery system was discarded at the facility. The endoprosthesis remains implanted in the patient. The referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description: the complaint was for difficulty with insertion through the introducer sheath as well as a broken delivery catheter shaft. It was reported that the delivery catheter was introduced through the brachial artery to the intended deployment site in the hypogastric artery. The femoral and iliac arteries were not used for access as the vessels were reported as tortuous. Based on this information the device would have tracked through some tortuous anatomy during insertion and withdrawal. The manufacturing lot history files indicate that the vbx device lot met the profile requirements. Representative samples of balloon catheter lot before the balloon cover and device were attached were easy to withdraw after inflation and deflation through a 7 fr sheath. Based on this evaluation, no manufacturing anomalies were detected.

Event description:
The patient underwent an endovascular aortic intervention. A gore® viabahn® vbx balloon expandable endoprosthesis was intended to be used as bridging stent for internal iliac artery in the iliac branched endoprosthesis procedure. Because of tortuosity of the iliac-femoral vessels access was gained via the brachial artery to implant the viabahn® vbx endoprosthesis. An 8fr introducer sheath (90 cm, flexor check-flo, cook) was inserted from brachial artery to common iliac artery using a dedicated 0.035¿¿ guidewire (260 cm, amplatz super stiff, boston scientific), reaching the hypogastric artery through the iliac branch stent-graft (excluder ibe, gore). It was reported that the viabahn vbx endoprosthesis could be advanced to the target vessel with some resistance. The intended location was reached and the viabahn® vbx endoprosthesis was deployed successful. Reportedly, the balloon was deflated completely. It was stated that the delivery catheter of the viabahn® vbx endoprosthesis could not be removed from the introducer sheath. Reportedly big resistance was felt due to the deflated balloon. Due to the traction the delivery catheter was stretched. Eventually the introducer sheath twisted and the delivery catheter broke at the transition to the balloon. The distal part of the delivery catheter including the balloon was stuck at the middle of the introducer sheath and the introducer sheath was twisted. Reportedly the delivery catheter could not be removed from the introducer sheath. The interventional cardiologist removed the guidewire, punctured the introducer sheath in order to maintain the percutaneous access site in the branchial artery, inserted another guidewire and removed the punctured introducer sheath without issues. Then he inserted another introducer sheath, in order insert a balloon to post-dilate the viabahn vbx endoprosthesis in the gate of iliac branch stent-graft to complete the procedure.